Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the event physical injuries was replaced by persistent pelvic pain, event allergic reaction and menstrual issues. Essure information and indication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included morbid obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, abdominal tenderness, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue and cholelithiasis. Concomitant products included cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin), nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 3 years 6 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and rash ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal pain had resolved and the menstrual disorder, rash, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. X-ray - on (B)(6) 2017: essures are present . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received. Reporter's information was updated. Plaintiff demography added. Concomitant conditions, historical conditions, concomitant drugs and lab data were added. Product indication, explanted date added. Events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines, headaches, dyspareunia, weight gain, abdominal pain, heavy bleeding. Event allergic reaction was updated from hypersensitivity to rash. Outcome of events pain,migraines were updated to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012(per pfs). Concurrent conditions included obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, nasal congestion since (B)(6) 2014, acute cough since (B)(6) 2014, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, joint pain since (B)(6) 2015, sore throat since (B)(6) 2015, chills since(B)(6) 2015, fever since (B)(6) 2015, malaise since(B)(6) 2015, swollen glands since (B)(6) 2015, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since (B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015, concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015, kidney stone since (B)(6) 2016, bleeding genital and weight gain. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin), nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal pain had resolved and the menstrual disorder, dermatitis allergic, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dyspareunia, weight increased, fatigue, urinary tract disorder, bladder disorder and rash outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs), (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: results: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2014: total bilateral occlusion. X-ray - on (B)(6) 2017: results: essures are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Events added: urinary problems or changes, fatigue and rash concomitant drugs, concomitant diseases and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, upper respiratory fungal infection nos, fibromyalgia, anal atypical squamous cells of undetermined significance, uterine fibroids and adenomyosis. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012(per pfs). Concurrent conditions included obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, nasal congestion since (B)(6) 2014, acute cough since (B)(6) 2014, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, joint pain since (B)(6) 2015, sore throat since (B)(6) 2015, chills since (B)(6) 2015, fever since (B)(6) 2015, malaise since (B)(6) 2015, swollen glands since (B)(6) 2015, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since (B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015, concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015, kidney stone since (B)(6) 2016, bleeding genital, weight gain and sciatica. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine since 2016, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin) since 1994, nsaids from 2012 to 2017 and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced pollakiuria ("urinary problems or changes- urinary frequency"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal pain had resolved and the menstrual disorder, dermatitis allergic, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dyspareunia, weight increased, fatigue, pollakiuria, bladder disorder and rash outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pollakiuria, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs), (B)(6) 2014. Coils easily placed 3 on left and 1 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: results: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2012: results: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: atypical squamous cell changes of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: elongated uterus which is otherwise unremarkable. Normal ovaries for age; on an unknown date: 2 uterine fibroids. Endometrial stripe is within normal limits for the patient's age. The left ovary could not be visualized. X-ray - on (B)(6) 2017: results: essures are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received: one event is updated from urinary tract disorder to urinary frequency. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, upper respiratory fungal infection nos, fibromyalgia, anal atypical squamous cells of undetermined significance, uterine fibroids and adenomyosis. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012 (per pfs). Concurrent conditions included obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, nasal congestion since(B)(6) 2014, acute cough since (B)(6) 2014, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, joint pain since (B)(6) 2015, sore throat since(B)(6) 2015, chills since (B)(6) 2015, fever since (B)(6) 2015, malaise since (B)(6) 2015, swollen glands since (B)(6) 2015, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since(B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015 concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015 kidney stone since (B)(6) 2016 bleeding genital and weight gain. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen), nsaids and paracetamol (acetaminophen). On(B)(6) 2012 the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015 the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015 the patient experienced urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016 the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017 at the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal pain had resolved and the menstrual disorder, dermatitis allergic, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dyspareunia, weight increased, fatigue, urinary tract disorder, bladder disorder and rash outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 ER pfs), (B)(6) 2014. Coils easily placed 3 on left and 1 on right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016 "results": bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012 results: essure device was successfully occluded; in (B)(6) 2012: results: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: atypical squamous cell changes of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: elongated uterus which is otherwise unremarkable. Normal ovaries for age; on an unknown date: 2 uterine fibroids. Endometrial stripe 1s within normal limits for the patient's age. The left ovary could not be visualized. X-ray - on (B)(6) 2017 results: essures are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019 mr received: lot number added. Medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, upper respiratory fungal infection nos, fibromyalgia, anal atypical squamous cells of undetermined significance, uterine fibroids and adenomyosis. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012 (per pfs). Concurrent conditions included kidney stone since (B)(6) 2016, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since (B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015, concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015, joint pain since (B)(6) 2015, sore throat since (B)(6) 2015, chills since (B)(6) 2015, fever since (B)(6) 2015, malaise since (B)(6) 2015, swollen glands since (B)(6) 2015, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, nasal congestion since (B)(6) 2014, acute cough since (B)(6) 2014, obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, bleeding genital, weight gain and sciatica. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine since 2016, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin) since 1994, nsaids from 2012 to 2017 and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced pollakiuria ("urinary problems or changes- urinary frequency"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and rash had resolved and the menstrual disorder, depression, anxiety, headache, dyspareunia, weight increased, fatigue, pollakiuria and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pollakiuria, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs), (B)(6) 2014, (B)(6) 2014 coils easily placed 3 on left and 1 on right. Received treatment for pain, abnormal bleeding and allergic reaction events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: results: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2012: results: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: atypical squamous cell changes of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: elongated uterus which is otherwise unremarkable. Normal ovaries for age; on an unknown date: 2 uterine fibroids. Endometrial stripe 1s within normal limits for the patient's age. The left ovary could not be visualized. X-ray - on (B)(6) 2017: results: essures are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal hemorrhage, menorrhagia, rash and allergic reaction was updated to recovered. Rcc was updated. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, upper respiratory fungal infection nos, fibromyalgia, anal atypical squamous cells of undetermined significance, uterine fibroids and adenomyosis. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012(per pfs). Concurrent conditions included obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, nasal congestion since (B)(6) 2014, acute cough since (B)(6) 2014, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, joint pain since (B)(6) 2015, sore throat since (B)(6) 2015, chills since (B)(6) 2015, fever since (B)(6) 2015, malaise since (B)(6) 2015, swollen glands since (B)(6) 2015, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since (B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015, concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015, kidney stone since (B)(6) 2016, bleeding genital, weight gain and sciatica. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine since 2016, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin) since 1994, nsaids from 2012 to 2017 and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced pollakiuria ("urinary problems or changes- urinary frequency"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal pain had resolved and the menstrual disorder, dermatitis allergic, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dyspareunia, weight increased, fatigue, pollakiuria, bladder disorder and rash outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pollakiuria, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs), (B)(6) 2014. Coils easily placed 3 on left and 1 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: results: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2012: results: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: atypical squamous cell changes of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: elongated uterus which is otherwise unremarkable. Normal ovaries for age; on an unknown date: 2 uterine fibroids. Endometrial stripe 1s within normal limits for the patient's age. The left ovary could not be visualized. X-ray - on (B)(6) 2017: results: essures are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, abdominal pain, pelvic pain, weight gain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, upper respiratory fungal infection nos, fibromyalgia, anal atypical squamous cells of undetermined significance, uterine fibroids and adenomyosis. Essure confirmation test(s) conducted: hysterosalpingogram (hsg): (B)(6) 2012 (per pfs). Concurrent conditions included kidney stone since (B)(6) 2016, depressive disorder since (B)(6) 2015, anhedonia since (B)(6) 2015, anxious mood since (B)(6) 2015, increased appetite since (B)(6) 2015, hypersomnia since (B)(6) 2015, crying since (B)(6) 2015, concentration ability impaired since (B)(6) 2015, feeling guilty since (B)(6) 2015, feeling sad since (B)(6) 2015, joint pain since (B)(6) 2015, sore throat since (B)(6) 2015, chills since (B)(6) 2015, fever since (B)(6) 2015, malaise since (B)(6) 2015, swollen glands since (B)(6) 2015, hypoaesthesia since (B)(6) 2014, paresthesia hand since (B)(6) 2014, nasal congestion since (B)(6) 2014, acute cough since (B)(6) 2014, obesity, acute bronchitis, irregular periods, hypersomnolence, carpal tunnel syndrome, rosacea, vitamin d deficiency, impaired fasting glucose, raised lfts, tenderness epigastric, urinary frequency, seasonal allergic rhinitis, groin pain, chest pain, pain in hip, gastroesophageal reflux disease, fatigue, cholelithiasis, bleeding genital, weight gain and sciatica. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine since 2016, ethinylestradiol; norgestimate (ortho tri-cyclen), ibuprofen (motrin) since 1994, nsaids from 2012 to 2017 and paracetamol (acetaminophen) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced pollakiuria ("urinary problems or changes- urinary frequency"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual issues"), dermatitis allergic ("allergic reaction/allergic or hypersensitivity reaction type: rashes/rashes or skin conditions type: rashes"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and rash ("rashes or skin condition-rashes."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and rash had resolved and the menstrual disorder, depression, anxiety, headache, dyspareunia, weight increased, fatigue, pollakiuria and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pollakiuria, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient underwent a total hysterectomy due to complications from the essure device. Discrepancy in insertion date: (B)(6) 2012 (per pfs), (B)(6) 2014, (B)(6) 2014 coils easily placed 3 on left and 1 on right. Received treatment for pain, abnormal bleeding and allergic reaction events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: results: bilateral renal parapelvic cyst. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2012: results: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: atypical squamous cell changes of undetermined significance (ascus). Ultrasound pelvis - on an unknown date: elongated uterus which is otherwise unremarkable. Normal ovaries for age; on an unknown date: 2 uterine fibroids. Endometrial stripe 1s within normal limits for the patient's age. The left ovary could not be visualized. X-ray - on (B)(6) 2017: results: essures are present. Batch no c06520. Production date 2013-12-27. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.